Event description:
Caller reported a tandem mobi cartridge alarm. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Cts instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, effectively resolving the issue.